Event description:
Customer reported that a mobile app froze while delivering a bolus on an iphone. Blood glucose level was affected with a reading displaying "high," though the specific value was unknown. Customer managed to deliver a correction bolus via the pump after restarting the phone, resolving the issue without needing third-party assistance.